Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. Corrected information: results code no longer applicable.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at an unknown dose via an implantable pump for intractable spasticity and head/brain injury. It was reported that the pump kept stalling and the last reading concerned the doctor in respect to permanent damage. The patient's pump was replaced on (B)(6) 2016 with no issues and cerebrospinal fluid (csf) was withdrawn with no issues. It was also noted that the pump was close to replacement date and they were interested in sending the pump back for analysis. It was unknown if there were any environmental, external, or patient factors that contributed to the issue and it was unknown what diagnostics or troubleshooting occurred. The event date was noted to be (B)(6) 2016. The issue was resolved and the patient was considered to be "alive - no injury. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.